Event description:
Additional information was later received that out-of-range pace impedance measurements continue to be observed. Shock impedance measurements have also been reported to gradually increase but remain within normal limits. The physician elected to continue monitoring patient through routine follow-up. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered by this implantable cardioverter defibrillator (ICD) for high out-of-range right ventricular (rv) lead pace impedance measurements. No instances of noise were observed stored to the device or when performing isometric and device pocket manipulations. Measurements were observed to have gradually increased over time; all other lead measurements were within normal limits. Boston scientific technical services (ts) discussed the possibility of lead tip calcification based on reported information. The patient will be reviewed again in the future at a time to be determined. No adverse patient effects were reported. This system remains in service.